Event description:
The patient has both cervical and thoracic spinal cord leads and stimulator as well as a lumbar spinal cord stimulator with a generator implanted in late 2010 and has done quite well until recently when she has noticed tenderness around her generator and the accumulation of some fluid. This was cultured and grew staph epidermidis and decision was made to remove it. There has not been any problem with the other side.operation: removal of percutaneous spinal stimulator leads (x2) and removal of an infected internal pulse generator for spinal cord stimulation.procedure: patient to or, placed under general endotracheal anesthetic. Thoracic incision was opened and dissection made down to the leads. The anchors were identified and released. Had to dissect all the way down to the thoracic spine to find the prolene holding one of the electrodes and released this. The other electrode came out easily. This wound was vigorously washed with the surgical lavage with bacitracin irrigation. Wound closed and skin was dermabond closed. The tips of the electrodes were sent for culture and sensitivity.we then opened up the hip incision and dissected down to the generator which was removed with the additional wire. The pocket was filled with purulent material and this was drained. The prolene sutures were released in order to remove the generator. The wound was debrided of avascular tissue and then was irrigated with the surgical lavage and debrided further until it appeared clear. Hemostasis was obtained with electrocautery and then the wound was closed with vertical mattress sutures of 2-0 nylon. The wound was dressed and the patient was sent to recovery in stable condition.